Manufacturer narrative:
When the strap ripped out form the seam where is was sewn the plastic clip at the end of the strap hit the pt in the chin causing a minor abrasion. The hospital had to fill out an iris report for their facility which is standard protocol for them when an incident like this occurs. Root cause was determined to that too much pressure was placed on the buckle wrap assembly, damaging the stitching and pulling the buckle free. There is no action required, no manufacturing error found.

Event description:
Pt pulled the strap to tighten it and the strap ripped out from the seam where it was sewn.